Event description:
(B)(6) had bio-met hip implant on (B)(6) 2009. On (B)(6) 2013, he died at (B)(6) from cobalt poisoning from hip implant which caused cardiomyopathy, and the death of his heart muscle. The cobalt level in his blood was 208 (it should be less than 1).

Event description:
Add'l info rec'd from reporter (B)(6) 2013: my husband (B)(6), had the hip implanted at (B)(6) hospital in (B)(6), on (B)(6) 2009. Prior to implant, he was very healthy. He was experiencing pain in his hip due to arthritis in that joint only. (B)(6) had high triglycerides and high blood pressure, both controlled by medication. He had no heart problems or other health issues. The implant was extremely successful at onset; he resumed normal activities, including dancing, in about 6 weeks. He had no complications at that time. Yearly follow-up occurred as scheduled. In (B)(6) 2012, (B)(6) noticed the hip was making squeaking noise when he walked. He returned to the doctor, and all appeared to be satisfactory. He was not experiencing any pain. In (B)(6) 2012, the squeaking was louder, and he began experiencing claustrophobia, restlessness, and difficulty sleeping. On (B)(6) 2012, his cobalt plasma blood test was 95.2 and his chromium test was 57.6. He was still in no pain, so no action was taken. On (B)(6) 2013, he was admitted to (B)(6) for a pericardial effusion. They drained 1100 cc of fluid. He was experiencing difficulty breathing when lying down, or dancing. There was no diagnosis at that time. His heart continued to deteriorate, despite regular visits with a cardiologist at the hospital. On (B)(6) 2013, his serum blood test for cobalt was over 100. At that time, the diagnosis of cardiomyopathy due to cobalt toxicity from the hip implant was made by cardiologist, dr (B)(6) of (B)(6). On (B)(6) 2013, he was admitted to (B)(6) hosp. On (B)(6) 2013, his cobalt serum level was 208, and hip removal was recommended, but his heart was too weak, and he developed an infection. All of his organs began to fail. He developed green vision, gout, diabetes, and unstable blood pressure. Extraordinary measures began. He developed an arterial blood clot in his left leg, and then he was placed on an ECMO machine. On (B)(6) 2013, he had biventricular assistive device surgery by cardiothoracic surgeon, dr (B)(6), at (B)(6). She reported his heart was worse than any she had ever seen, and there was no muscle tissue. A heart muscle tissue sample was taken and tested. Initial results were positive for metal. He never regained consciousness after surgery. The machines were disconnected and he was declared dead on (B)(6) 2013, at (B)(6). An autopsy was performed at (B)(6) on (B)(6) 2013. The results of tissue tests for heavy metal are still pending (8 weeks). An independent autopsy was done in (B)(6), on (B)(6) 2013, during which the hip and some tissue surrounding it, were recovered. Those results are also pending. The death certificate from (B)(6) says "biventricular cardiomyopathy." The results of the tissue samples from the autopsy have not yet been received, but the results of the cardiac tissue test taken at the time of the vad surgery on (B)(6) 2013, at (B)(6) should be available. I hope I have covered all the info you need for your report. If you have any further questions, feel free to contact me by letter, telephone, or email.